Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level of over 100 mg/dl and a sensor glucose level of 50 mg/dl. Most recent blood glucose level at the time of the call was 88 mg/dl. No further information was provided.